Manufacturer narrative:
Updated information: d9. Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D9 - date returned to mfg - 15 jul 2025. The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a 60" (152 cm) appx 1.9 ml, smallbore ext set w/microclave® clear, 1.2 micron filter, 2 clamps, luer lock that experienced leakage. The reporter stated that the IV extension set is leaking from the clave near the lipid syringe. The event date and the status of the product at the time of event was unknown. There was unknown patient involvement.